Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump miscalculated boluses. Customer's blood glucose (bg) level was "high"; specific value not provided. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained.